Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, crdm non-defib lead, implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that during the follow up visit, noise was noted on right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.